Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, a review of service history, and a review of product labeling. The field service representative (fsr) inspected the instrument and replaced a leaking stat syringe assembly due to the dried buffer buildup in the syringe. The syringe assembly was considered the likely cause for the complaint issue. A review of the isr55430 service history shows no additional falsely elevated results were reported. A review of the i2000sr tracking and trending data in the architect monthly product monitoring review scorecard revealed no systemic issues or trends associated with the issue described in this complaint. A review of historical data for the replacement part revealed no trends, systemic issues, or related nonconformances. Return not available. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated troponin result for a (B)(6) year old female patient, when processing on the architect i2000sr. (B)(6) generated an initial result of 0.408 ng/ml. A second sample was drawn and the result was 0.06 ng/ml. The initial sample was retested and the result was 0.019 ng/ml. After the result of 0.06 the patient was given heparin treatment and transferred to a cardiac facility. The customer stated that troponin collected at the cardiac facility was negative and the patient did not receive any other treatments. The customer is unaware of the current status of the patient. The customer uses a positive/critical cutoff of greater than 0.12 ng/ml.